Manufacturer narrative:
Corrected data - h1.

Manufacturer narrative:
No product was returned. The issue could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquires or follow up questions related to the record, do not use(B)(6) located in section g1, please direct those to the following: (B)(6) corrected data: g7: follow-up number.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the cleo® 90 infusion set, the patient received an occlusion alarm during a bolus delivery of insulin. According to the reporter, the patient's blood glucose levels rose to 242 mg/dl due to the reported event. The patient stated that they changed their infusion site and performed a correction bolus to resolve their high blood glucose. The patient stated that they ran the insulin through the device tubing and saw drips coming out of the other end. During a follow-up conversation with the patient, it was reported that the patient's blood glucose levels lowered to 183 mg/dl. No permanent adverse health outcome was reported.